Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: confirmed issue in history but was not able to reproduce during investigation. Pump powers with returned battery cap. Battery cap is able to fully tightenblack box shows evidence of short battery life and a voltage drop on 12/9/2014.current draws within specifications. Removed pump case and found no evidence of moisture or loose components inside pump. Battery compartment was cracked. Unrelated to the complaint, a battery compartment crack was observed from thread area to case seal.